Manufacturer narrative:
Correction: the last follow up report submitted for this lot number (w2947) stated it was sent to an external laboratory for analysis and that it was returned for evaluation. This is incorrect and was submitted in error. This lot (w2947) was not analyzed at an outside laboratory or returned for evaluation. This investigation is complete.

Event description:
It was reported to the sales rep that product reference bl5612 didn¿t cut the vitreous during anterior vitreoctomy: ¿the guillotine works but does not cut. The vitreous is only chewed but not cut¿. No clinical consequences reported. See source documents attached. Additional information received from mv france 15feb2019: aspiration was still working, the guillotine was working as well but did not cut the vitreous. The reporter stated that the vitreotome "chewed" the vitreous. Products available for return from the pharmacist. Relevant lot numbers include w2947, w1812, w1575. No patient impact. Additional information received from mv france 15feb2019: sales rep confirms the complaint is about one cutter from each lot number.

Manufacturer narrative:
The product samples were not returned; however the suppliers review included this lot in their findings. The probe had a fused diaphragm that was causing a shift in the operating pressure. This may be caused by improper storage such as a hot environment for a long time. The supplier noted that they test every probe prior to shipment to a customer. This investigation is complete.

Manufacturer narrative:
The product is not available for evaluation. Manufacturing and sterilization records were reviewed and found to be acceptable. Review of the complaint database revealed no other complaints have been submitted against lot w2947. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is necessary at this time.

Event description:
A user facility in (B)(6) reports that the cutter did not cut the vitreous during anterior vitrectomy. It was stated that the guillotine works but does not cut. The vitreous is chewed but not cut. Aspiration was still working. No clinical consequences were reported.